Manufacturer narrative:
It was reported that the relieva ultirra sinus balloon catheter (bc0616ru) was not available for return; therefore, an evaluation of the device could not be performed. Device history record (DHR) could not be reviewed as the lot number has not been provided. It is noted that the relieva ultirra sinus balloon was used off-label since it is not intended for eustachian tube (et) dilation. Potential cause of the drop in blood pressure could be due to off-label use in the eustachian tube. The instructions for use (IFU) for ultirra was reviewed as part of this investigation. The IFU states indications for use: "the relieva ultirra sinus balloon catheter is an instrument intended to dilate sinus ostia and spaces within the paranasal sinus cavities for diagnostic and therapeutic procedures. It is also intended to irrigate from within a target sinus for therapeutic procedures and to facilitate diagnostic procedures." If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during a eustachian tube balloon dilation procedure, the patient had a blood pressure (bp) drop while inflating the relieva ultirra sinus balloon catheter 6x16mm (bc0616ru) to 12 atmospheres (atm). Staff had to reduce the inflation, stop the case and wait for the patient¿s bp to normalize/stabilize. It was reported that there was a delay of 20+ minutes. There was no alleged malfunction of the device and no further consequence to the patient.